Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-apr-24 it was reported that the patient experienced leak on the site. The infusion set used for 5 days and high blood glucose was noted due to leaks on the infusion sets. .no further information available.